Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that the pulse generator could not be interrogated, two different programmers were used with the same results the message -is this an older device- appeared. The device was explanted.